Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow-up in clinic. Upon interrogation, the right atrial lead exhibited low impedance, an auto polarity switch had occurred. It was noted that the lead configuration was kept in unipolar configuration, which did not resolve or exacerbate the impedance issue. No other electrical anomalies were noted. The patient would continue to be monitored.